Event description:
A report was received from health canada's canada vigilance program which states, "in a decompensating patient - IV pump that was running max pressors failed, read communication error. Prolonged time to locate new pump due to limited supply/large number of patients on unit. Pre-code situation , pt presently remains unstable." There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "in a decompensating patient - IV pump that was running max pressors failed, read communication error. Prolonged time to locate new pump due to limited supply/large number of patients on unit. Pre-code situation , pt presently remains unstable." There was no information on patient impact.

Manufacturer narrative:
Correction : describe event or problem, other occupation, report source, report source other, imdrf annex e and f codes.

Event description:
A report was received from health canada's canada vigilance program which states, "in a decompensating patient - IV pump that was running max pressors failed, read communication error. Prolonged time to locate new pump due to limited supply/large number of patients on unit. Pre-code situation , pt presently remains unstable." There was patient involvement but no harm.